Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device expulsion ("essure was completely removed through the cervix in the office and measured 30 cm in length") in a 57 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022 she experienced device expulsion (seriousness criteria medically important and intervention required). Essure (ess205) was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). On (B)(6) 2022, the event had resolved. The reporter considered device expulsion to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device expulsion ("essure was completely removed through the cervix in the office and measured 30 cm in length") in a 57 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022 she experienced device expulsion (seriousness criteria medically important and intervention required). Essure (ess205) was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). On (B)(6) 2022, the event had resolved. The reporter considered device expulsion to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure was completely removed through the cervix in the office and measured 30 cm in length/ displaced essure") and menorrhagia ("menorrhagia") in a 56 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation and d & c in 2020, pap smear (wnl) and mammogram (last mammogram-normal) in 2019, colonoscopy in 2014 and endometrial biopsy, menopause, parity 2, gravida ii, high cholesterol, pre-diabetic and hypertension. Date of last period about (B)(6) 2020 spotting. No hospitalization history. Examination gynecological: external genitalia: normal. Urethral meatus: normal. Bladder: normal vagina: normal, no lesions. Cervix: external os normal. Uterus: normal size, shape and consistency, slightly retroverted mall fibroid may be palpable on the posterior surface of the uterus. Adnexa: no masses or tenderness bilaterally. Anus/perjneum: normal. Uterus: irregular enlargements, 3 cm firm posterior fibroid, non-tender, mobile. Concomitant products included iron, atorvastatin calcium, hydrochlorothiazide, metformin hcl (metformin hydrochloride), lisinopril and aspirin [acetylsalicylic acid]. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2020 she experienced heavy menstrual bleeding ("/ heavy irregular bleeding/ heavy period/ periods lasting 7 days with heavy flow"). In (B)(6) 2020 she experienced vaginal haemorrhage ("spotting"). On (B)(6) 2022 she experienced device expulsion (seriousness criteria medically important and intervention required). Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced menorrhagia (seriousness criterion intervention required), medical device discomfort ("feel "something sharp" at times"), anaemia ("anemia"), amenorrhoea ("no period may, june,july"), abnormal uterine bleeding ("abnormal uterine bleeding/ dysfunctional uterine bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding off and on for 3~4 years"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (to remove essure and endometrial novasure ablation on (B)(6) 2020). On (B)(6) 2022, the device expulsion had resolved. At the time of the report, the outcomes for medical device discomfort, vaginal haemorrhage, anaemia, amenorrhoea, uterine leiomyoma, abnormal uterine bleeding, postmenopausal haemorrhage, urinary tract disorder, heavy menstrual bleeding and fatigue were unknown. The reporter considered abnormal uterine bleeding, amenorrhoea, anaemia, device expulsion, fatigue, heavy menstrual bleeding, menorrhagia, medical device discomfort, postmenopausal haemorrhage, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: general examination: general appearance: pleasant, well nourished, well developed, in no acute distress. Female genitourinary: 2 cm of straight shiny wire noted at t cervix. After obtaining informed consent, the cervix was cleansed with betadlne. The wire was grasped with a polyp forceps and with gentle pressure the entire length, approximately 30 cm of wire, was removed without difficulty and noted to be complete 'uncoiled. Patient tolerated well. Encounter for remov.al of essure- notes: this essure was malpositioned and now appears to have been removed entirely. The other is likely still ill place and no further management is needed at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.924 kg/sqm. [Blood pressure measurement] (date unknown): bp: 160/102 [haemoglobin] (date unknown): hbg was 11.6 [ultrasound scan] in (B)(6) 2019: showed a 3.3 cm fibroid and endometrial biopsy was benign. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2022: reporter updated from other health professional to physician, patient date of birth added, patient notes added, medical history added, concomitant drugs added, events heavy menstrual bleeding, medical device discomfort, vaginal hemorrhage, anemia, amenorrhea, uterine leiomyoma, abnormal uterine bleeding, post menopausal hemorrhage, urinary tract disorder, heavy menstrual bleeding, fatigue added.event start date added for vaginal hemorrhage and heavy menstrual bleeding,outcome for all events added. Reporter causality comment updated. 13-sep-2022: follow-up 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.